Manufacturer narrative:
This lead pace sense portion was surgically abandoned and a new lead was placed to perform that function.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances of greater than 3000 ohms, however the shocking impedances were all normal and within range. As a result the physician elected to implant a separate pace sense lead, and left this lead implanted for its shocking capabilities and surgically abandoned the pace sense portion of this lead. This patient is also a twiddler and has had issues with this in the past. When the physician looked at this lead under fluoroscopy, it was noted that the helix was not deployed at all, which likely lead to the high pacing impedances noted. To date, there have been no adverse patient reported.